Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device alarmed "shut door power off" message. A review of the event history log revealed "shut door power off" alarm messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The processor board and shielding requires replacement, the upper and lower auxiliary latch switches requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device alarmed "shut door power off". No additional information is available.